Event description:
The customer reported that their pump screen was unresponsive and would not turn on, accompanied by regular red led flashes and intermittent beeping and vibrating. Despite the issue, the customer's blood glucose levels remained between 54-500 mg/dl (3.0-27.7 mmol/l). Technical support decided to replace the malfunctioning pump under warranty. The customer was informed about the replacement and instructed to use multiple daily injections as a backup therapy. The old pump was to be returned to tandem using a pre-paid label once the battery depleted.